Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Product code: received an ace23p, not ace36p as reported. Received an ace23p, not ace36p as reported. The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Event description:
It was reported that during a bariatric surgery by video procedure, the white tissue pad was getting burnt aspect. During use, the white tissue pad simply broke loose, becoming impossible to use. The scissors had to be replaced. The tissue pad fell completely off. It did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences to the patient.